Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed the reported issue. The atp board was replaced and the issue resolved. A system checkout was performed and the system is working as intended. The controller was returned to the manufacturer for evaluation. After visual/physical examination it was observed that the part was returned unused. No failures were found. The system control board was returned to the manufacturer for evaluation. After visual/physical examination it was observed that the part was returned unused. No failures were found. The atp console was returned to the manufacturer for evaluation. After visual/physical examination it was observed that the part was returned unused. No failures were found. The central processing unit (cpu) and atp console were returned for evaluation and are still being tested. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when booting up the system it started constantly beeping and would not initialize. The site powered down the system and disconnected all power and umbilical. The site then powered the system back up without the umbilical connected and then connected the umbilical when the system was fully booted without success. No patient was present at the time of the event.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when booting up the system it started constantly beeping and would not initialize. The site powered down the system and disconnected all power and umbilical. The site then powered the system back up without the umbilical connected and then connected the umbilical when the system was fully booted without success. No patient was present at the time of the event.

Manufacturer narrative:
The central processing unit (cpu) was returned to the manufacturer for evaluation. After functional testing the reported issue was confirmed. The fluoro cpu was installed on a known functional system and the functionality and usability test failed. There was a long continuous beep and the system was not ready. An electrical issue was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The atp console was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. They installed the atp console on a known working system, the motion and generator readied. Charging and communication succeeded and 2d/3d images were acquired successfully. No failures were found. The atp console etos was returned to the manufacturer for evaluation for evaluation. After function testing, performance testing and visual/physical examination the reported issue was not confirmed. They installed the atp on a known working system and it readied as expected following on expected reset of the generator. Fluoro and rad gain calibrations passes. 2d/3d imaging were successful. No problems were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when booting up the system it started constantly beeping and would not initialize. The site powered down the system and disconnected all power and umbilical. The site then powered the system back up without the umbilical connected and then connected the umbilical when the system was fully booted without success. No patient was present at the time of the event.